Event description:
The doctor had the c-arm positioned with the image intensifier, with a laser aimer attached, under the pt support. The doctor aggressively re-positioned the c-arm to the lateral position and hit the edge of the table with the side of the image intensifier knocking the grid retainer, grid and laser aimer off and onto the floor. No pt injury was involved. The procedure was continued without any further problems.